Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned. The patient was receiving IV meds and the pump reported an error alarm. The pump malfunctioned for approximately 2 minutes before another pump was set up to administer the medication. The patient vital signs remained in expected parameters during the 2 minute duration and after the medication was restarted on secondary pump. The patient was not injured.?